Event description:
Initial information was received from a physician via a sales representative on (B)(4) 2011 and additional information was received from the physician on (B)(6) 2011: a (B)(6) female consumer initiated treatment with one vial of poly-l-lactic acid (sculptra aesthetic) injection (lot # unknown and expiration date: unknown) beginning in (B)(6) 2010. The poly-l-lactic acid was reconstituted with 5.5 cc bacteriostatic water for injection for two days which was then mixed with 3 cc of 1% lidocaine. About 12 weeks later ((B)(6) 2011) she received two vials of poly-l-lactic acid. About 12 weeks later ((B)(6) 2011) she received a 1/2 vial of poly-l-lactic acid. In (B)(6) 2011, a nodule was first detected in the left piriform area of the nose. The physician reported that recently, the week of (B)(6) 2011, the patient was seen again in the office and he discovered a palpable ball under the skin the pre-jowl area. The physician stated that he was able to move the palpable ball upon manipulation. The patient will be starting on docycycline as treatment. No further relevant information reported.